Event description:
It was reported that the customer had a button error alarm on the insulin pump and had already eaten something for their low blood glucose. Customer's blood glucose was 2.7 mmol/l. Customer stated that they are unable to clear the alarm and the pump was just sitting in the bag. Customer stated that there was no moisture exposure.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.